Event description:
The patient received two leads with the same lot number. It was reported the patient was experiencing unwanted and uncomfortable stimulation of the ligamentum flavum. The patient had effective coverage, but also had the unwanted stimulation. The physician opted to replace the leads with one surgical lead. Ref MFR report: 1627487-2013-07674 regarding the replacement lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.